Event description:
The blades were bending and/or breaking in the knee arthroscopy kit.

Manufacturer narrative:
Due to a recent FDA inspection, this MDR is being reported as a result of a re-evaluation.